Event description:
A male who was determined to be suitable for endovascular repair underwent aaa repair as labeled in 2008. After graft placement, the proximal neck, each of the distal neck, and the stent junction were ballooned. Confirmatory angiography revealed an unknown type of endoleak from somewhere in the devices. The proximal neck, each of the distal neck, and the stent junctions were ballooned again, but the endoleak persisted. In view of a type I endoleak in the proximal neck, a balloon catheter was inserted from the contralateral side and ballooned the proximal neck, simultaneously with angiography by injecting contrast media from the ipsilateral side. The endoleak remained. In view of a type I endoleak from the left distal neck and a type iii endoleak from the stent junction, these parts were ballooned simultaneously with an angiography by injecting contrast media from the pig tail inside the mian body graft. The endoleak continued. In view of an endoleak from the main body graft, a main body extension was placed right above the central bifurcation of the main body. After ballooning this part, angiography was performed and the endoleak remained. Then, the c-arm overheated which ended the procedure. As of a week later, angiography revealed that the endoleak had disappeared.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU also advises on appropriate follow up so that leaks, should they occur, be identified and addressed before causing clinical problems. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was due to anticoagulation. However, the appropriate individuals have been notified, and we will continue to monitor for similar events.